Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating (acom) artery using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully implanted one smart coil in the target location using the handle and microcatheter. Next, the physician advanced a smart coil to the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach after multiple attempts. While retracting the smart coil to remove it, the smart coil unintentionally detached in the microcatheter. Therefore, the physician pushed the detached smart coil out of the microcatheter. It was reported that half of the coil was in the aneurysm and half of the coil was in the target vessel. Subsequently, the physician used a stent device to push the detached smart coil against the vessel wall. The procedure ended at this point. There was no report of an adverse effect to the patient.